Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) pacing leads were showing intermittent to no capture at high output settings. The device was reprogrammed and the patient was to be transferred to another facility for a lead revision procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 implantable pacing lead 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the associated device was received and analyzed. Analysis revealed no anomalies with the lead. (B)(4).

Event description:
It was also reported that, due to the intermittent pacing capture, the patient was in a sinus bradycardia with a first degree av block and intermittent junctional escape at a rate in the 40's.